Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate reports that during an arthroscopic shoulder repair, the vapr generator and footswitch failed to provide power to the electrode for coagulation. After several attempts with several electrodes, the surgeon reverted to an open procedure to conclude the repair successfully without further issue. This happened on 3 separate cases; same surgeon, same facility and on the same day. Also see associated MFR's 1221934-2009-00448, 1221934-2009-00449, 1221934-2009-00450, 1221934-2009-00452 and 1221934-2009-00453.